Event description:
The device was evaluated on (B)(6) 2012, using returned device analysis testing, and the results are consistent with a device malfunction. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).